Event description:
About 5 yrs ago rptr began having pain in her breasts, leaking thru nipple, and capsular contractions. At this time rptr also began to lose hair excessively, suffered pain in arms especially underarms and biceps, chronic fatigue, and anemia. As symptoms progressed over the yrs rptr became sensitive to sunlight, her face and arms broke out in a rash, and skin hurts and stings constantly. She finally went to a rheumatologist and was diagnosed with "systemic lupus erythematosus." She is presently in constant pain with lupus as well as pain in her breasts.